Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant of the lead, the lead was positioned several times in order to obtain acceptable parameters, and the lead deformed. The lead was not implanted. No patient complications have been reported as a result of this event.